Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. During the revision to the batch record there was not identified any event that could be factor for the defect reported by the client and there is no physical sample or photograph to evaluate the reported defect, additional the defects reported by the client are within the criterion of acceptance of quality (aql).

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was unable to be filled because it leaked from the needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was unable to be filled because it leaked from the needle. No serious injury or medical intervention was reported.